Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was a power on reset (por) message. The por message was 0x400. The patient had radiation treatment that could be related to the issue. The por was successfully cleared and therapy was adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient reported two pors. It was noted that the pors could be related to radiation treatment. It was unknown exactly when the first por occurred or when the radiation treatment was. The hcp had a session report from a clinic on (B)(6)2019 that indicated that the ins was reset, and then the patient reported on (B)(6) 2019 that the issue occurred. The hcp did not have access to a physician programmer and the patient. No medical symptoms were reported.